Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: impaired healing. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent an unspecified breast surgery with two 700cc mentor memorygel breast implant has experienced bilateral breasts wounds, with exposed breast implants post operation. As a result, patient underwent bilateral removal, with excision and closure of anterior breast open wounds on (B)(6) 2021. This report relates to the right prosthesis. Note: patient has a history of breast cancer.

Manufacturer narrative:
On (B)(6) 2021 additional information received indicated that the right side was ruptured. Date of event updated to (B)(6) 2021. Manufacturer¿s reference number: (B)(4).